Event description:
It was reported that the patient received an inappropriate shock from the cardiac resynchronization therapy defibrillator (crt-d) due to possible rapid ventricular response with ventricular rates in the ventricular fibrillation (vf) zone and an atrial arrhythmia in progress at the time of the shocks. It was noted the last shock converted the atrial fibrillation (af)/atrial tachycardia (at). The crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.